Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305 sm set sil 6,5f IV reference (B)(4) from batch 9553495. Device history record batch record file number 9553495 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. 3 other similar complaints, from the same customer, were reported on this batch released in november 2025. Summary of investigation no sample, no x-ray picture were returned for evaluation - raw material historical review: the batch records of the catheters, of the connection rings and of the access ports housing included in the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause without the complaint sample and/or x-ray pictures, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. The IFU specifies several recommendations to avoid this type of complication. Conclusion without conclusive element for evaluation, it is not possible to determine the exact root cause of the catheter disconnection. Catheter disconnection is a known complication for which the complaint rate remains low and the IFU already gives recommendations to avoid this type of incident. It is worth noting that: - the batch history record has not revealed failure during manufacturing process, -4th case of catheter disconnection on a device implanted by the concerned user. In consequence, we've asked french marketing department to contact this user for further root cause investigation. He was visited in (B)(6) 2026 and it was highlighted that: - the medical staff who performed the implantation was new user. - the connection method was not appropriate and didn't correspond to the one described in our IFU. So, we can conclude that this catheter disconnection originated from a wrong handling issue. Staff training was delivered to this new user for corrective actions, to avoid other occurrences for this type of incident.

Event description:
"Disconnection between the catheter and the port with embolization of the catheter into the heart."